Manufacturer narrative:
Section h6 is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type: recharger. Was returned and the analysis results shows, recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began off and on for about the last month. Patient stated that it would take forever to charge the implant and that the controller kept saying that it couldn't find the device. Patient also stated that the recharger paddle was getting hot to the touch when charging the implant and that the relay box was also very hot. Patient noted that yesterday and today the implant wouldn't charge and the controller said to call medtronic. Patient mentioned that they have been trying to charge the implant for a couple days now and are not getting anywhere; patient added that they think the recharger just started to get really bad 3 days ago. Patient mentioned that they have been having trouble with charging like it used to and for the past month charging has taken forever and they have to reposition the recharger. Patient noted that the controller keeps telling them no device found so they would constantly have to stick the recharger up 6 inches; patient added that they also get a message to call medtronic. Patient confirmed that there was no visible damage to the recharger. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.